Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the clip was not well positioned on the tip of the needle.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. A review of the batch and mfg records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. No specific conclusion can be drawn.